Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. The f-38 alarm was found in the alarm log and during power up of the device. A visual inspection was performed. The reported issue was verified and the cause was due to damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 (malfunction in tube misloading detection circuitry) alarm. This event occurred before use. There was no patient involvement. No additional information is available.